Event description:
Healthcare professional reported a left side implant exchange due to the patient's concern with the product. Healthcare professional observed a "hole in radius (edge)" during replacement surgery. The device was explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implant exchange due to the patient's concern with the product. "Hole in radius (edge)" was observed during surgery.

Event description:
Healthcare professional reported a left side implant exchange due to the patient's concern with the product. Healthcare professional observed a "hole in radius (edge)" during replacement surgery. The device was explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of anxiety-product/procedure and rupture was received on august 26, 2024 with sub lot number 556083/ 556462. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed more than three openings assessed as surgical damage. As per the investigation procedure creases, particles, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.